Event description:
The daughter of a male patient, contacted lifecor customer support to report that they had disconnected the electrode belt from the monitor and bent a few of the pins when reinserting it. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device manufacture date. Electrode belt - 01/2006. Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt. Received a replacement electrode belt.